Event description:
It was reported that a transfer set disconnected and fell off from a home patient (hp). The step of setup or therapy during which this occurred is unknown, but it occurred during the second day that the device was being used by the hp. The hp then went to the hospital, was given an unknown preventative antibiotic and had their transfer set reattached. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.